Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the memh-rad stuck on black screen. The technical support specialist dialed into the station and stated that this might have been due to a system glitch and that the issue often arises from software version incompatibility with med apps, which could lead to crashes. However, everything seemed to be running smoothly now. The system functioned as intended after the technical support specialist investigated the device. E1(initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on a black screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.